Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if any malfunction code recurs, which the caller acknowledged and understood.